Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
Unit is getting returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
One home-patient had filled his helios and after that the qvd-valve on the valve did not close. The vessel emptied itself at the customers home.